Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned. The instruments noted below were used during the reported procedure. Review of the instrument logs found that the following multiple use devices were used in subsequent procedures after the event date with no reported complaints and have lives remaining: endoscope plus 30 degree. A endoscope plus 0 degree, prograsp forceps, maryland bipolar forceps, monopolar curved, large needle driver (lot number: k11231130-0269), and large needle driver (lot number: k11231130-0264); have lives remaining but were not used in subsequent procedures.

Event description:
It was reported that after a da vinci assisted radical prostatectomy with lymphadenectomy procedure, two days post operative the patient experienced symptoms of an ileus and required additional treatment. There were no reported intraoperative complications, and the procedure was completed robotically. Two days post operative, the patient experienced symptoms of an ileus and a nasogastric tube was placed; delaying the oral feeding for a week to ensure symptomatic relief. The nasogastric tube was removed two to three days later. The delay in oral feeding also extended the hospital admission by a week, but the patient has been reported as stable with no long-term complications expected. The surgeon stated the probable cause of the ileus was most likely due to an injury that occurred during surgery, since the symptoms of an ileus is not an expected complication post operatively. The surgeon does not believe the reported event was caused from a malfunction of a da vinci system, instrument, or accessory.